Event description:
Rep called and reported that the hosital is having output issues with one of their units. They are claiming with the older units they have to set the output to 70 or 80 when the newer units worked at 50. Customer wants a letter from synergetics claiming that the unit is either working or not wroking per speciification. Rep is shipping the unit back. Customer will need the n/c po referenced when the unit is returned to the customer.

Manufacturer narrative:
Upon completion of the investigation it was noted that the unit was tested over several days to verify that the output does not vary over time. The output was stable. Unit requires updates (sw on controller and audio & hw on audio board). Note: the cmc iii generator and the cmc ii/synergy generators have different load curves, which may account for the differences when the units are compared to each other. A DHR review was performed and no anomalies were noted during the manufacturing process. No root cause could be determined. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4).upon completion of the investigation a follow up report will be filed